Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: cannot provide you with anything further. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and initial approach of index surgical procedure? Mesh product code and lot number? Were there any intra-operative complications? Was there only tvt abbrevo mesh implanted? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient comorbidities/concomitant medications? When was a vaginal exposure of mesh first noted by a physician? Mesh exposure and suburethral swelling diagnostic confirmation? Were cultures performed? Results? How was infection treated? Please provide a date and details of mesh removal surgery? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to these events (vaginal exposure and infected mesh)? What is the patient's current status? Were all symptoms resolved after mesh removal?

Event description:
It was reported the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced vaginal mesh exposure and suburethral swelling with pain. During surgery mesh noted to be infected and surgical removal was performed. No further information is available.